Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr), thin and fragile leaflets for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During deployment sequence of second mitraclip, several grasping attempts were made to which lead to leaflet injury of posterior and anterior leaflet. However, the second clip was implanted successfully. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay reported.